Event description:
It was reported to philips that the device was not displaying ventilation during patient use. The device was swapped. There was no patient harm indicated. The customer spoke with a philips remote service engineer (rse). The customer stated they observed a low leak alarm 1203 when testing with the .25" test fitting. The rse advised the customer to perform the performance verification test (pvt) air and oxygen flow test to diagnose the issue. The rse initially provided the customer with the part number for the flow sensor assembly. Following the evaluation of the device, the customer replaced the gas delivery system to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The gas delivery system (gds) was returned to failure investigation (fi) for analysis. Visual inspection revealed no anomalies. Fi testing was performed. The customer's complaint was verified. The root cause was the failure of the airflow sensor, caused by the u1 drifting out of calibration.